Manufacturer narrative:
(B)(4). Concomitant medical products: tibia cemented 5 degree stemmed right size g lot#63259453, item#42532007902. The reported event could not be confirmed based on limited information received. No devices were received; therefore the visual and dimensional inspection were not performed. Device history record (DHR) was reviewed and no discrepancies were found. Reported implants were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded at the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total knee arthroplasty, the polyethylene did not lock in properly during insertion. The surgeon followed the insertion technique using the insertion tool without success. After a delay of fifteen minutes, a new device was opened and inserted. No adverse events have been reported as a result of the malfunction.